Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the electrodes. The patient's physician prescribed a medication for the irritation. Follow-up indicated that the patient removed the device due to the skin irritation.